Manufacturer narrative:
The clip was not returned to the service center for evaluation as it was discarded by the user facility after the procedure. The cause of the reported event cannot be determined. However, the hx-202ur instruction manual warns users ¿if the clip cannot be detached from the instrument, follow the procedures described in this section. If the distal end of the coil sheath or clip pipe is crushed or deformed, it may not be possible to detach the clip from the instrument.¿

Event description:
The service center was informed that during and unspecified procedure, the quick clip closed but would not detach from the scope. There were no difficulties or resistance inserting the device into the endoscope or placing the device in the tissue. The insertion portion of the colonoscope was straight at the time of the incident. There was no additional unexpected bleeding or tissue trauma as a result of the event. The emergency handle was used. There was no additional medical or surgical intervention needed. The intended procedure was completed with a similar device. The procedure was delayed a few minutes (less than 5 minutes). There was no patient injury reported. Additionally, the equipment used in the procedure was inspected prior to use and no abnormalities noted.